Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is lot 471505, medwatch with identifier (B)(6) is lot 471612. Strips not available for return.

Event description:
Caller reported nano system blood glucose results, all mg/dl: 433, 10:50 pm, (B)(6) 2013; 384, 10:51 pm, (B)(6) 2013; 548, 10:52 pm, (B)(6) 2013; 356, 10:53 pm, (B)(6) 2013; 241, 10:55 pm, (B)(6) 2013. Two vial of strips, lots 471505 and 471612, were used during comparison. She ran out of 471505 and began using 471612. She does not remember at what point she changed strips during the succession of readings that she took. No adverse event was reported. Strips 471505 are not available for return, replacement sent.